Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/01/2019. The customer confirmed the reported issue. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation.

Event description:
The customer reported that the device displayed an out of range error code. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.